Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: the knob couldn't work normally.I have provided the video for you guys to check. The circuit board was broken, but it's now fine after I replaced esm board (msp396378) with a new one, as per my confirmation

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the knob couldn't work normally.I have provided the video for you guys to check. The circuit board was broken, but it's now fine after I replaced esm board(msp396378) with a new one, as per my confirmation